Event description:
The complainant was receiving bipella support with the impella cp and rp flex when the rp flex experienced optical signal loss. No intervention or pump explant was performed in response to the malfunction, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. Placement signal not reliable (psnr) alarms also noted. Data log confirmed issue. Optical parameters were stable throughout the case. The cause of the placement signal issue was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.